Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned guide wire noted blood and contrast on the coils and core which is consistent with the guide wire being used in the patient as reported. The guide wire was returned frozen inside the guide wire lumen of a non-abbott stent delivery system (sds). There was 11 cm of the guide wire protruding out from the tip of the non-abbott sds. Analysis confirmed the reported difficulty advancing the sds over the guide wire as the guide wire and the sds was placed in the water bath for four hours in an attempt to remove the guide wire from the guide wire lumen, but the guide wire could not be removed. The outer diameter of the guide wire was measured with a laser micrometer and met manufacturing criteria. The non-abbott sds was returned with blood in the guide wire lumen and contrast in the balloon and inflation lumen. There were multiple kinks throughout the entire length of the hypotube. Factors that may contribute to the resistance between the guide wire and the non-abbott stent delivery system can occur due to, but is not limited to, device placement technique, guiding catheter support, outer diameter of the guide wire, inner diameter of the guide wire lumen of the sds, damaged sds, condition of the guide wire and/or anatomical morphology of the patient. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance can be reduced to an undesirable level. Coagulation of blood or contrast can also be a factor in reducing clearance. Analysis also noted the shaping ribbon was separated 2.1 cm distal to the center solder. The separated portion was intact to the tip ball for a length of 1 cm. The tip coils were completely stretched out distal from the center solder which is consistent with interaction with the sds during the procedure as no damage was noted prior to use. Scanning electron microscope (sem) analysis of the guide wire suggests that the shaping ribbon failure may be attributed to tensile overload. For the wire to fail in this manner, the wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. Though requested, patient anatomical information was not provided which could have aided in the evaluation and determination of cause. In this case, it was reported that resistance was met during the procedure while advancing a non-abbott sds over the guide wire which could have resulted in the noted tip separation. However, this could not be confirmed since the tip separation was not reported and it is unknown when the guide wire tip separated. The lot history record was reviewed. There was no non-conforming material records associated with this lot. The reported inability to position the non-abbott stent delivery system and the noted stretched coils appears to be related to operational context of the procedure and a conclusive cause could not be determined to the noted guide wire tip separation, but there is no indication of a product quality deficiency. Manufacturing inspects 100% of the guide wire tips after being loaded into the dispenser; performs a non destructive tip pull test on each wire, and performs 100% outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during a coronary procedure the non-abbott stent delivery system (sds) could not advance on the balance middleweight guide wire. A different guide wire was used in the procedure. There was no reported patient effect. No additional information was provided. Device analysis revealed the tip of the guide wire was separated.